Event description:
It was reported that the patient experienced recurring alert code 41 on the pump. The patient stated that they had restarted the ilet multiple times and the alert continued to recur. The patient performed an additional restart during the call, and the alert persisted. The patient elected to transition to backup therapy until a replacement device arrived and reported that bg levels were steady at 238 mg/dl. The patient also provided user feedback, suggesting the addition of a snack option for meal announcements and a longer screen wake time. A replacement device and return materials were arranged. The patient later reported that the shipment was misdelivered and attempted to retrieve it. The patient eventually confirmed that a neighbor had the replacement and planned to obtain it. Follow-up was maintained until confirmation that the replacement was in the patient¿s possession. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.